Event description:
Consumer alleges her heating pad caught on fire and caused a burn hole in her housecoat and a burn mark on her chair. No injuries were reported with the incident.

Manufacturer narrative:
Consumer admits burns to housecoat and chair which indicate that she was leaning against the heating pad which is abuse / misuse of the product and a direct violation of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.